Event description:
This report is being filed after subsequent review of the following journal article: veen, e., ettema, h., zuurmond, r., and mostert, a. (2011). Are there advantages in using a distal aiming device for tibial nailing? Comparing the centro nailing system with the unreamed tibia nail. Injury, 42, 1049-1052. The authors performed a case-controlled study between 2007 and 2009 to evaluate if a distal aiming device would reduce surgical time as compared to freehand distal locking of an intramedullary tibial nail. Thirty patients received a reamed tibial nail using a distal aiming device and thirty patients were treated with a synthes unreamed tibial nail using freehand distal locking. The authors concluded that the use of an aiming device for distal locking of a tibial nail lengthens surgical time and appears to have no benefit over freehand distal locking. Complications in patients who were treated with the synthes unreamed tibial nail were noted as follows: two patients experienced infection, three patients experienced pain, five patients experienced implant failure, two patients experienced exorotation, and five patients experienced non-union. This is report 2 of 2 for complaint (B)(4). This report is for an unknown tibial nail. A copy of the journal article is being submitted with this medwatch.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown tibial nail. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.